Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was returned to baxter and an evaluation was performed. Review of the history log confirmed the reported symptom of "upstream occlusion" alarms; however, the evaluation was unable to reproduce the alarms. Evaluation found the lower reading on the ultrasonic sensor to be below specification with a fluid filled tube caused by a failed upstream sensor. With low ultrasonic readings it would make the pump more sensitive to upstream occlusion alarms if the pump as able to run. The upstream was replaced.

Event description:
It was reported that a pump is alarming for upstream occlusion. It was also reported there was no patient involvement.